Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and backplate for damage and cleaning the diaphragm. Following troubleshooting, the customer indicated that the suction on the pump was restored. Multiple attempts to get additional information from the customer went unanswered. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc via email that her pump in style breast pump suddenly lost suction and that she can hear a slight whistle when the pump is on. Customer service requested that the customer contact them via phone so that troubleshooting could be conducted. On (B)(6) 2017, the customer called medela llc to conduct troubleshooting, alleging that it takes twice as long to express milk with her pump in style breast pump as it did previously. She also indicated that she had developed mastitis, for which she was prescribed medication.